Event description:
It was reported that bd vacutainer® nh (sodium heparin) 170 i.u. Blood collection tubes had a piece of broken glass. The following information was provided by the initial reporter: we have come across another tube in our inventory for pcn 368480 for separate lot 2175178 which seems to have a piece of broken glass within the tube.

Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter (glass) inside the tube was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of foreign matter (glass) inside the tube based on the photos provided; however, retained samples were satisfactory. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
T was reported that bd vacutainer® nh (sodium heparin) 170 i.u. Blood collection tubes had a piece of broken glass. The following information was provided by the initial reporter: we have come across another tube in our inventory for pcn 368480 for separate lot 2175178 which seems to have a piece of broken glass within the tube.

Manufacturer narrative:
Additional information has been provided and the following fields have been updated. D.10 device available for evaluation: yes. D.10. Device returned on 6/20/2023. H. 3. Device evaluated by manufacturer: yes. H.6. Investigation summary: bd received one (1) sample and two (2) photos for investigation. The customer sample and photos were reviewed and the indicated failure mode for foreign matter (glass) inside the tube was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of foreign matter (glass) inside the tube based on the sample and photos provided; however, retained samples were satisfactory. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® nh (sodium heparin) 170 i.u. Blood collection tubes had a piece of broken glass. The following information was provided by the initial reporter: we have come across another tube in our inventory for pcn 368480 for separate lot 2175178 which seems to have a piece of broken glass within the tube.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter (glass) inside the tube was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of foreign matter (glass) inside the tube based on the photos provided; however, retained samples were satisfactory. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.